Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the reservoir compartments seal keeps coming off, the o ring is loose. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched display window and cracked select button keypad overlay.